Manufacturer narrative:
D10 concomitant product: gia6038s gia 60-3.8sgl use reload stap (lot#p4f0956); gia6038s gia 60-3.8sgl use reload stap (lot#p4f0956); gia6038l gia 60-3.8sgl use loadingunit (lot#p3g0320) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open sigmoid resection, there were issues with changing the reloads on three staplers, leading to the use of preloaded reloads. After firing, there were difficulties retracting the knife blade. The first device was replaced by two other devices, but all exhibited the same problem. The devices were replaced, and it was noted that there were no consequences or impact to the patient.